Event description:
St. Jude medical was notified that the unloaded battery voltage had reached "eri" after nine months of service. Diagnostics revealed a charging history of 11 device charges and less than 0. 1% bradycardia pacing. The decision was made to explant the device.